Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates. -what were the findings on reoperation? -were any deficiencies or anomalies noted with mesh device? Are there any pictures available for evaluation? Product code and lot #. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. The patient experienced discomfort due to eroded tape. The vaginal portion of the mesh was completely excised on (B)(6) 2017. Vaginal discomfort and pain were worse after excision and the patient will undergo further surgery elsewhere. Additional information has been requested.